Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred while the customer was sleeping. Additionally, it was reported that the pump fill estimate remained static. Customer's blood glucose was 200 mg/dl. A new cartridge was loaded to address the event.